Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and 2 days of hospitalization. The target nodule was about 1.3 centimeters in size and located in the very peripheral area of the right middle lobe on the pleura. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesion. Mid procedure, a moderately sized pneumothorax was discovered via ultrasound. The procedure was aborted, and a chest tube was placed; there was no biopsy sample taken. The physician reported that the ion caused or contributed to the pneumothorax; however, there was no device malfunction experienced during the procedure. Further clarification was made, and the physician reported that he classified that the ion was contributory to the adverse event as this was the device being used when the pneumothorax occurred. There were no navigational issues. The procedure was considered high risk due to the target lesion¿s location. The physician believe that the pneumothorax would have likely occurred via another modality.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.